Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he was hospitalized on (B)(6) 2016 with a diabetic ketoacidosis. Customer's blood glucose level was over 600 mg/dl. He was vomiting. The customer had a traumatic experienced with his father. The customer was on IV insulin for 2 days and was released. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was not performed. Three reservoirs had larger air bubbles. The customer had a bent cannula. The device was not returned.